Manufacturer narrative:
(B)(4).

Event description:
It was further reported the device did not brake as previously reported. The whole system of a guiding catheter and a guide wire which were already in the patients' body came out of the patient body.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported shaft fracture occurred. The target lesion was located in the right coronary artery (rca). The physician used a guidezilla extension catheter while attempting to deliver a unspecified stent delivery system but the guidezilla could not cross a stenosed area at the proximal side of the lesion. When the physician pushed the guidezilla, the whole system broke. No complications were reported and the patient status was good.